Event description:
The customer reports, the device fails to power up. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). The customer reports the device fails to power up. There was no reported patient involvement. The device was evaluated at the philips repair bench and it was confirmed that the device failed to power up. The power pca was replaced to resolve the problem. All performance assurance tests passed and the device was sent back to the customer.